Event description:
A user report was received from mhra stating that while the patient was on moderate ventilator support, there was abrupt failure and the ventilator generated a technical error indicating a communication failure. 15 minutes of manual ventilation followed with water's bag while awaiting another ventilator set up thus causing desaturation and haemodynamic instability leading to requirement of increased fio2 when the patient was back on a replacement ventilator. The final patient outcome was no harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. The investigation consists of an investigation of the returned control cable and evaluations of the information from the hospital and the ventilator¿s logs. Additional information from the hospital stated that the ventilator became entirely unresponsive with the screen hereafter called the graphic user interface (gui) freezing, half showing the error message and half showing frozen waveforms. They were unable to use any functionality of the ventilator as the screen was not responding to touch input, so switching off from the on/off switch was the only way to shut it down after they had removed it from the patient area and set the new ventilator running. According to the hospital the ventilator had stopped supplying air to the patient once the screen had frozen. The examination of the ventilator by technical service did not reproduce the experienced problem but a connection cable between the patient unit and the gui was replaced. Simulated testing of the returned panel cable for 16 days did not reproduce the problem. The testing included pulling and tearing the cord / connectors. The evaluation of the ventilator¿s logs confirms the occurrence of the technical error indicating a communication failure between the patient unit and the gui, but they also show that there was no stop of ventilation. Ventilation continued for another three minutes until the ventilator was turned off using the on/off switch. The conclusion in the matter is that data communication to the gui ceased which was described as the screen being unresponsive. When data communication to the gui ceased, a technical error code indicating a communication failure was displayed on the gui but further update on gui with new information or making changes on gui were not possible due to this communication failure. However, the ventilator was all along working and alarming, but the communication issues prevented the correct alarms to be shown on the gui. The frozen gui cannot be confirmed in the logs but the information from the hospital and the turning off, of the ventilator using the on/off switch supports its occurrence. There was however no stop of ventilation. Ventilation continued with the set parameters and alarm limits. The generated alarms during the three minutes are logged. The root cause that caused the communication failure and the freezing of the gui has not been determined but looseness of the control cable at the time could have been a factor. According to the hospital the 15 minutes of manual ventilation with water's bag while another ventilator was being set up caused desaturation and haemodynamic instability. Increased fio2 was required when back on ventilator."

Event description:
Manufacturer's ref. #: (B)(4).